Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). The original implant date was sometime in (B)(6) of 2015. (B)(4): the screw broke during removal and the shaft was left in the patient's bone. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision on (B)(6) 2017 for a malunion/ nonunion. The original implant date was sometime in (B)(6) of 2015. As the surgeon was extracting the most proximal screw, half of the screw broke on the medial side and was left in the patient. The patient was revised to a new trochanteric fixation nail (tfn). The surgeon replaced the one (1) screw that broke and implanted a larger nail. The revision was completed without further complications. There was no surgical time delay. The patient¿s status is stable. This is for 1 device. Concomitant medical products: unknown nail (part # unknown, lot # unknown, quantity 1); an unknown helical blade (part# unknown, lot # unknown, quantity 1); and three (3) screws (part # unknown, lot # unknown). This complaint has been linked to (B)(4), which addresses the nonunion. This complaint addresses the screw that broke during surgery and remained inside the patient. This report is 1 of 1 for (B)(4).